Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistently low dexcom g7 glucose readings after a sensor partially dislodged and was resecured, followed by placement of a new sensor, leading to concern for false low values; the user was advised to verify with a finger stick and to assess the sensor site. Symptoms included reported hypoglycemia readings on the cgm. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding verification of blood glucose and sensor site assessment. Investigation of this case revealed no confirmed clinical hypoglycemia and a suspected inaccurate cgm reading related to sensor displacement, with cause not definitively established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.